Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the neuron max system include, but are not limited to, hematoma or hemorrhage at the site, vessel spasm, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02271.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet7 kit (kit) and neuron max 6f 088 long sheath (neuron max). During the procedure, while attempting to make a pass, the physician advanced the penumbra system jet 7 reperfusion catheter (jet7) and glidewire through the neuron max. However, as the jet7 distal tip was exiting out of the neuron max distal tip in the ica, the physician noticed the jet7 had folded over the neuron max and became wrapped around off to the side. Therefore, the physician retracted the neuron max and successfully straighten out the jet7. The procedure was then completed using the same jet7 and neuron max resulting in thrombolysis in cerebral infarction (tici) 3. It was reported that the physician noticed there was spasm in the ica; however, it is unknown how the spasm was treated.